Event description:
It has been reported to philips that the system would not boot. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the power distribution unit fan tray (pdu fan tray) along with the dc power supply and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and identified the power distribution unit light emitting diode (led) was inactive. A philips field service engineer (fse) examined the system on-site and found the pdu fan tray and direct current power supply (dcps) was defective. To resolve the issue, the fse replaced the pdu fan tray, pdu fuses output and pdu fuses generator. After the replacements, the system was returned to use in good working order. The pdu fan tray and dcps was returned to philips for further analysis. It was identified that power supply unit (psu) was defective. The codes were updated based on the investigation outcome.